Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On feb 12th 2020, senseonics was made aware of an adverse event where the user experienced hyperglycemia and had headache, blurred vision and thirsty.

Manufacturer narrative:
The complaint was investigated and customer complaint was confirmed. Investigation found transitory sensor inaccuracy however system detected anomaly, failsafe mechanism were activated and system recovered soon thereafter. H6 result code updated to 114. H6 conclusion code updated to 4315.